Event description:
It was reported that the programmer incurred an error when interrogating a pacemaker. The service disk was attempted. The programmer was returned to the manufacturer for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the programmer incurred an error when interrogating a pacemaker. The service disk was attempted. The programmer was returned to the manufacturer for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Software error found in the programmer error log file.